Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('10 days essure free now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: case is upgraded to serious incident. Additional reported information added. Event added: medical device removal based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('10 days essure free now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.